Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. The cerelink sensor (ID 826850) was returned for evaluation. Device history review: the product code 826850 with lot 7495602 sn (B)(6), conformed to the specifications when released to stock. Failure analysis: the issue of the complaint was confirmed: foreign matter over sensor area. Balance high due to foreign matter, removed foreign matter and balance was normal. Icp express: 552, cerelink monitor acceptable. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause analysis: the root cause for the issue reported by the customer is use related (film residue), as the sensor passed all tests after cleaning.

Event description:
Na.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2025-00285. A facility reported a cerelink sensor (ID 826850 - lot 0227512) failed to measure the patient¿s intracranial pressure (icp). The sensor was placed 3 cm into the brain parenchyma on (B)(6) 2025, with an icp reading of 12 mmhg. After disconnection from the monitor, the patient was transferred to the trauma intensive care unit (ICU). Upon reconnection in the ICU, the sensor displayed negative icp values that did not correlate with the patient¿s clinical presentation. The sensor was then removed and replaced bedside in the ICU on (B)(6) 2025. However, the second sensor (ID 826850 - lot 0229419) showed an initial spike icp reading of 17-24, and then instantly dropped to 0-2 and did not climb up from here until 7-8 hours later where it leveled out at 11. The second sensor was not removed due to failure. Reason for sensor placement: traumatic brain and spine injury, due to intraparenchymal hematoma on sensor placement side, contralateral epidural hematoma, spinal fracture. Based on information provided it is unknown if there was an issue with the cable used. It is also unknown if the patient experienced any signs and symptoms due to sensor issue. Additional information received: implant location (ex: parenchyma): parenchyma was the integra/codman icp monitor connected to a patient monitor (yes/no): no was the patient lead always connected (yes/no): no.